Manufacturer narrative:
The submission was sent on time, but never received ack3 due to FDA outage and waiting for confirmation from the FDA to resubmit. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device. The reported condition could not be duplicated or confirmed. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during pre-surgery the hand piece was "heating up and did not feel right." The planned surgical procedure was completed without delay as there was a spare hand piece available for use. No patient harm, adverse outcome or injury was alleged. There was no user report filed. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.